Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source operating system was incompatible the video reprocessor was not communicating, the wireless system stopped working due to the incompatibility, and the service lacked the image pass through cable to the computer. There were no reports of patient harm.